Manufacturer narrative:
Investigation summary a couple of photos where the set is inside a plastic bag is observed. No physical damage or anomalies were observed. One (1) used. List #ia-c3331, 19 cm (7.5") appx 0.99 ml, ext set w/2 microclave¿, clamp, rotating luer was returned for evaluation. As received, no physical damage or anomalies were noted, no mating device was returned for evaluation. The set was tested, and no leaks were noted. The shuntless microclave and claves were dissembled, and both have a bent spikes and a damage on seal was noted. Even no leaks were noted, the damage on the seal might lead a leak. Complaint can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending completion.

Event description:
The event involved a 19 cm (7.5") appx 0.99 ml, ext set w/2 microclave¿, clamp, rotating luer where a leakage of medical fluid was observed at the connection part, which appeared to be an improper fitting. A healthcare professional became aware of this event during the use of the product on a patient. Unknown medication was being used. Product was not reprocessed or re-sterilized prior to use. There was patient involvement but no delay in therapy, no adverse events, and no patient harm.